Manufacturer narrative:
Investigation: the complaint is unconfirmed as no photo / samples received. The investigation was not able to confirm what the customer had experienced as no samples and no photos were received for evaluation. Hence, root cause is unable to be determined a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that before use of the bd insyte-w¿ IV catheter as the rotating steel needle is inspected the indwelling needle sleeve is partially distorted. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's found that the catheter was twisted partially before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte-w¿ IV catheter as the rotating steel needle is inspected the indwelling needle sleeve is partially distorted. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's found that the catheter was twisted partially before use.